Manufacturer narrative:
(B)(4). Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: implant preoperative complaints: (b)6) 2002: holy family hospital (B)(6). (B)(6), m.d. Indications: ¿this patient is a 62-year-old white male who in (B)(6) 1999 underwent an abdominal perineal resection for rectal adenocarcinoma. He developed a pericolostomy hernia one year and underwent repair of that plus an incisional hernia. He has had a subsequent recurrence of the pericolostomy hernia. His other medical problems include diabetes mellitus and hypertension.¿ implant procedure: laparoscopic repair of pericolostomy hernia with double layer of dual mesh. [Implant: ¿two pieces of dual mesh.¿ no product ID provided.] Implant date: [no date on operative report] [december, 2002] [page 2 of 2 missing] (B)(6) 2002: (B)(6) hospital (B)(6). (B)(6), m.d. Operative report. Pre- and postoperative diagnosis: pericolostomy hernia. Anesthesia: general. Wound classification: not provided. Findings: ¿there was a large hernia sac lateral to the colostomy. A great portion of the greater omentum was in this hernia sac. There really was essentially no redundancy of the colon as it progressed through the abdominal wall.¿ procedure: ¿the patient was prepped and draped in usual manner and under general anesthesia, a short transverse incision was made in the skin of the right side of the abdomen. A dissecting 11 mm trocar was advanced through this incision into the peritoneal cavity which was then insufflated with carbon dioxide. The laparoscope was advanced through this trocar and two 5 mm ports were placed on either side of the central 11 mm port. The greater omentum was pulled out of the hernia sac with some difficulty. Bovie coagulator was used to divide any attachments between the greater omentum and the wall of hernia sac. Two pieces of dual mesh were cut to a size where the first oval piece of mesh would cover the hernia sac by a distance of at least 3 cm. This oval was slit and then had a central hole cut in it for the colon. When this mesh was placed into the abdominal cavity, it was wrapped around the colostomy site and with the use of the protac stapler, attached to the anterior abdominal wall. This closely approximated the colon wand covered the hernia sac, colostomy site and overlap the initial dual mesh by at least 3 cm. Again, this was held in place with protac staples. Caron dioxide was then released from the abdomen and the ports were removed. Wound closure was accomplished using 4-0 vicryl in the dermis and steri strips on the skin. Sterile dry dressing were applied. The patient was taken to the recovery room in good condition.¿ relevant medical information: (B)(6) 2002 - (b)9^0 2002: inpatient hospitalization. (B)(6) hospital (B)(6). (B)(6) 2002: laparoscopic lysis of adhesions. Bruce a. Bouma, m.d. [Operative report has not been provided. (B)(6) 2002: (B)(6). (B)(6) m.d. Imaging [partial record.] ¿the liver and gallbladder, kidneys, pancreas, and spleen are unremarkable. No adenopathy. No lytic or blastic bone lesions. Left hip arthroplasty, left lower quadrant colostomy, and large left-sided anterior abdominal wall mesh is noted. There is a small amount of fluid adjacent to the mesh above and below the ostomy.¿ conclusion: ¿this patient has findings suggestive of a small bowel obstruction. There are dilated loops of proximal small bowel, collapsed distal small bowel, and a focal transition associated with the inferior aspect of the mesh in the anterior-inferior abdomen. There is a small amount of fluid deep to the mesh.¿ (B)(6) 2002: discharge summary. (B)(6), m.d. Operation: laparoscopic lysis of adhesions. Primary final diagnosis: small bowel obstruction secondary to adhesions. Secondary final diagnosis: history of diabetes mellitus, obesity, and hypertension. Reason for admission: the patient is a 63-year-old white male who underwent laparoscopic repair of a pericolostomy hernia approximately 1 week prior to this admission. Since that time, he reported no history of passage of stool or flatus from his colostomy. He complained of diffuse abdominal discomfort and associated cramping and nausea. Contrast enema demonstrated no evidence of colonic obstruction. There were multiple loops distended small bowel compatible with diagnosis of either a small bowel obstruction or postoperative ileus. Hospital course: the patient was admitted for treatment of his nonfunctioning intestine. Workup suggested obstruction secondary to adhesions, then he underwent the surgical procedure without difficulty. In spite of the fact that the mesh was touted as being noninflammatory, there was extensive inflammatory reaction around the mesh with densely adherent loops of small bowel. The adhesions were divided and the area extensively irrigated. He then assumed a benign postoperative course and was discharged on the third postoperative day with instructions to return to the office in 1 week following discharge. (B)(6) 2005: (B)(6) hospital. (B)(6), m.d. Operative report. [Partial record] ¿¿I found no specific pathology in the cecum, right colon, transverse colon, or his proximal left colon. Just below the gore-tex mesh was a small polyp about 3 to 4 mm in diameter. This was grasped with the snare and removed without cautery. It was then suctioned and caught in the trap. After this, I examined the area of his stoma very carefully and I could not locate a second polyp. At that point, the colonoscope was completely removed. [The patient] tolerated the procedure quite well. A new colostomy bag was then applied.¿ explant preoperative complaints: (B)(6) 2006: history and physical. (B)(6) hospital. (B)(6), m.d. Chief complaint: persistent colostomy pain and difficulty with irrigating the colostomy. History of present illness: patient is a 66-year-old man who underwent an abdominal perineal resection approximately 7 years ago. Since that time he has had difficulty with his colostomy requiring repair of a paracolostomy hernia on several occasions. At this point he has mesh around the abdominal wall at the area of the colostomy. In spite of essentially normal barium enema and colonoscopy, he has had persistent pain in the area of colostomy and persistent severe difficulty with irrigating the colostomy. The barium enema demonstrated that the descending colon was quite narrow. Past medical history: previous surgery: abdominal perineal resection, multiple revisions of his colostomy¿ impression: persistent colostomy pain and difficulty with irrigating. History of gout, gastroesophageal reflux, hypertension and diabetes. Plan: partial colectomy and moving the colostomy. Explant procedure: left colectomy, take down of colostomy, splenic flexor takedown, extensive lysis of adhesions. Explant date: (B)(6) 2006. Hospitalization: (B)(6) 2006 - (B)(6) 2006. (B)(6) 2006 : (B)(6) hospital (B)(6). (B)(6), m.d. Operative report. Preoperative diagnosis: chronic pain in left lower quadrant colostomy and difficulty with irrigation. Postoperative diagnosis: extensive intraabdominal adhesions and fibrosis. Anesthesia: general. Estimated blood loss: n/a. Specimens: n/a. Drains: n/a. Indications: ¿patient was a 66-year-old man who had undergone an abdominoperineal resection more than 7 years ago. Since that time, he has had difficulty with hernias, chronic pain, and difficulty with irrigating the colostomy. He has undergone extensive workup to include colonoscopy, barium enema and CT scan.¿ findings: ¿there were extensive adhesions between the small bowel and the dualmesh. There were extensive adhesions around the sigmoid colon as it penetrated the opening in the mesh.¿ procedure: ¿the patient is prepped and draped in the usual manner and under general anesthesia, midline incision was made. Dissection was carried down and through the peritoneum. Exploration of the abdomen demonstrated the above noted findings. The small adhesions between the small bowel and the mesh were divided allowing total mobilization of the small bowel away from the anterior abdominal wall. The mesh was excised with both blunt and sharp dissection. A transverse wedge incision was ___ around the colostomy with the colon then mobilized. The remaining descending and splenic flexor were similarly mobilized with hemostasis maintained with the use of bovie coagulator, hemoclips and vicryl ligatures. Approximately one foot of the remaining descending colon was removed. A previously marked area in the left upper quadrant was opened and the left transverse colon was brought up through this opening where it was primarily matured with interrupted 3-0 vicryl sutures. The operative site was extensively irrigated with normal saline containing 80 mg of tobramycin per liter. This fluid was aspirated at the termination of the procedure. Gelfoam was placed on a small splenic capsular tear. Wound closure was accomplished using a running #1 prolene suture as internal retention suture. The previous colostomy site was closed in two layers with similar running #1 prolene suture. Jackson pratt drain was placed into the subcutaneous defect and brought out through a separate stab wound. Skin was reapproximated with staples and following correct sponge and needle count, the patient was taken to the recovery room in good condition.¿ relevant medical information: ¿ 10/15/15: certificate of death. State of washington. Cause of death: a. Acute on top of chronic renal failure. Interval: 3 months. B. Diabetes mellitus. Interval: 20 years. Other conditions contributing to death: severe osteoarthritis, chronic pain syndrome, essential hypertension, benign prostatic hypertrophy. Manner of death: natural. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the gore® dualmesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence." W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported to gore that the patient underwent laparoscopic pericolostomy hernia repair on (B)(6) 2002 whereby a gore® dualmesh® biomaterial was implanted. The complaint alleges that on (B)(6) 2002 and (B)(6) 2005 and (B)(6) 2006, additional procedures occurred whereby two gore device was explanted. It was reported the patient alleges the following injuries: additional surgeries; inflammation; adhesions; mesh removal; wound vac; jp drain; seroma; fibrosis; polyps; pain & suffering. Additional event specific information was not provided.

Manufacturer narrative:
H6: updated health effect. H6: updated investigation finding. H6: updated type of investigation. H6: updated investigation conclusions. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. It should be noted that the gore® dualmesh® biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ as with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. After multiple requests, specific lot number information was not provided for this device, but product type has been confirmed. Review of the manufacturing records could not be performed as a valid lot number was not provided. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.